Manufacturer narrative:
The calcium reagent lot number and expiration date were not provided. The customer noted they were also having issues with quality control recovery on a different test and that there were issues with probe washing. The rinse water was not rinsing the probe until halfway through the probe rinse. The customer cleaned the rinse station and probe by performing probe wash and air purge maintenance. After restarting, they received a pressure sensor alarm on the probe. The probe was then replaced. The field service engineer determined there were several issues with the rinse unit including a dripping nozzle, a blocked nozzle, and low wash volume. The issues were corrected by the engineer. No further issues were reported after this action. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received questionable results for an unspecified number of patient samples tested with calcium gen. 2 on a cobas 8000 c 702 module. The customer provided an example of one patient sample with discrepant calcium results. The sample initially resulted in a calcium value of 2.75 mmol/l. The sample was repeated on a second analyzer, resulting in a value of 2.07 mmol/l. The repeat value was deemed correct.